Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up visit approximately six months prior this pacemaker exhibited a battery longevity of nine months. During a recent follow up visit, this device was found to be in safety mode. Subsequently, this device was explanted and successfully replaced. Other than the intervention, no additional adverse patient effects were reported. This device is not expected to be returned for analysis.